Manufacturer narrative:
(B)(4). Neurological event may occur during this type of procedure and as listed in the instructions for use, neurological event is a known observed adverse event associated with the use of the product. The reported hospitalization was in response to the patient symptom. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that 2 weeks post acculink stent implantation, the patient presented with symptoms of cerebral vascular accident (cva). An acculink stent was implanted on (B)(6) 2010 in the left internal carotid artery, using a nav 6 filter for embolic protection. Pre-dilatation and post-dilatation were performed with viatrac balloons. The procedure was successful and uneventful. The patient returned on (B)(6) 2010 presenting with right arm weakness and symptoms of a cva. A CT angiography was performed which showed no cerebral damage or blockage. The stent was patent and well opposed. The physician was concerned with the patient's plavix and aspirin compliance and higher doses were prescribed. The patient was evaluated by a neuro surgeon who believes this may be caused by her previous microvascular disease. (The patient had a previous transient ischemic attack (tia) prior to the initial procedure.) The patient's symptoms resolved and she was discharged from the hospital the next day. No additional information was provided.